Event description:
A healthcare provider (hcp) reported the patient presented in (B)(6) 2013 with increased tone suggestive of baclofen withdrawal. The patient also had increased spasticity. They were admitted to ward for monitoring and support. A dye study was performed and the logs were checked. Pump interrogation indicated motor stalls had been occurring and resolved. The motor stall continued to occur so the device was turned to minimum rate mode. The hcp stated that the motor stall occurred and recovered after more than two hours, though they also noted that the stall never recovered. The patient was subsequently managed medically for several months; however, the oral baclofen dose required was too high and gave side effects. It was decided to explant and replace the pump and restart intrathecal therapy. The patient¿s pump was replaced on (B)(6) 2013. The patient was now doing well and their tone had improved. Their dose was slowly being increased to the appropriate level. The patient¿s status at the time of the report was alive with no injury. The medication infused was compounded baclofen.

Manufacturer narrative:
Analysis of the pump revealed shorting across the insulator of the feedthru.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.